Manufacturer narrative:
The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The concomitant products: acunav: model# m-5723-09, lot # qe080970 (not bwi product). Carto 3 rmt: model# m-5830-01, serial # (B)(4). Stockert: model# m-5463-01 serial # (B)(4).

Event description:
It was reported that during an atrial fibrillation (afib) procedure, a perforation of the aorta was noticed and confirmed by ultrasound. Aorta was punctured with transeptal sheath. The patient was transferred to the operating room and in stable condition. Additional information was requested, but no response has been received.